Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" when charging 30 joules with paddles. Complainant indicated that there was no patient involvement in the reported malfunction.